Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a continuous glucose monitoring (cgm) inaccuracy compared to the blood glucose (bg) meter. The patient did not provide cgm or bg meter values but indicated that their cgm numbers did not match the bg meter numbers. Additional event or patient information is not available. Data was provided for evaluation. Confirmation of the reported issue of inaccurate cgm values could not be determined. A root cause could not be determined.